Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with broken off end cap, protruded/loose drive support disk, and missing end cap sticker. Further testing could not be performed due to the broken end cap.

Event description:
The customer reported that the insulin pump was dropped and the drive support cap came off. The customer stated that after the incident her blood glucose went high. The blood glucose reading was 500mg/dl when she woke up and did take a corrective bolus because she wants to eat some eggs. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.